Event description:
Hematoma over impella site at right axillary, post-procedure. : exploration of right chest wall impella wound. Cultures obtained. Wound washed out and vac dressing applied note states r pectoralis intramuscular hematoma wo discrete abscess identified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).